Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. Concomitantly, the patient underwent a laparoscopic assisted vaginal hysterectomy. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Due to mesh erosion, lower back pain and dyspareunia the patient underwent mesh removal. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(4) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and uterine prolapse with a large cystocele and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01661. The same patient is represented in each medwatch.